Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the reportable malfunction was identified during the device evaluation: loose light guide adapter. A root cause could not be identified. Based on the results of the investigation, and since the device malfunction was not reproduced during evaluation, the probable cause of the complaint is no problem detected. The most probable cause of loose light guide adapter most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video laparoscope experienced a blurry picture and cracked, distorted lens. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.